Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was unknown. On the same day as event onset, the patient was treated with vancomycin (1gm, intraperitoneally, " continue 5th a day") and ceftazidime (1gm per exchange, intraperitoneally). The patient outcome was unknown. Pd therapy was ongoing. Additional information is not available.